Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with heavy calcification. An 8x80mm absolute pro self-expanding stent system (sess) was inserted over a non-abbott guide wire and advanced but the absolute pro became stuck prior to insertion into the introducer sheath. An attempt was made to remove the device from the guide wire; however, resistance was noted and the inner member became separated at the proximal marker and the stent was unsheathed and deployed on the guide wire outside of the patient anatomy. The separated portion, including the tip, could not be removed from the guide wire. Thus, the guide wire and sess were removed from the patient anatomy as a single unit. A new guide wire and absolute pro were used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspection was performed on the returned device. The resistance and separation was able to be confirmed. The premature deployment was unable to be confirmed as the stent was fully deployed. The investigation was unable to determine a cause for the initial resistance. The premature deployment and subsequent damage was due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.